Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("embedded portion of essure coil.") In an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of , depressive disorder, parity 2, gravida ii, premenopause, endometriosis, pelvic pain, dysmenorrhea and abnormal uterine bleeding. Previously administered products included: prozac, metformin and phentermine. Essure was removed on (B)(6) 2019. On an unknown date, the patient had essure inserted. On an unknown date she experienced embedded device (seriousness criterion medically important). The patient was treated with surgery (robotic tlh, bilateral salpingectomy,cystoscopy.). The reporter considered embedded device to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("embedded portion of essure coil.") In a female patient who had essure inserted for female sterilisation. The patient had a medical history of penicillin allergy, depressive disorder, parity 2, gravida ii, premenopause, endometriosis, pelvic pain, dysmenorrhea and abnormal uterine bleeding. Previously administered products included: prozac, metformin and phentermine. Essure was removed on (B)(6) 2019. On an unknown date, the patient had essure inserted. On an unknown date she experienced embedded device (seriousness criterion medically important). The patient was treated with surgery (robotic tlh, bilateral salpingectomy,cystoscopy.). The reporter considered embedded device to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.